Event description:
It was reported that a dissection occurred. The target lesion was located in the mid left anterior descending artery (lad). A 2.50 x 38 synergy stent was deployed to treat the target lesion. After deployment a non-flow limiting dissection was noted in the distal edge of the stent. A 2.25 x 20 synergy stent was deployed overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure.